Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported on (B)(6) 2018, the patient had a proximal femoral nail antirotation (pfna) system due to femoral trochanteric fractures. While attaching the pfna blade on the impactor, it was hard to unlock the blade since it had been locked too tightly. It took more than 10 minutes to unlock the blade. The surgeon was sure that the impactor was rotated to the counterclockwise direction, and used a key for pfna blade. After several attempts trying to unlock the blade, they finally succeeded. Once the blade was unlocked, the impactor was attached to the blade properly. And the blade was properly locked inside the patient¿s body. There was a surgical delay of thirty (30) minutes. Procedure outcome is unknown. There was no adverse consequence to the patient. Concomitant device: key for pfna blade (part: 356.832, lot: unknown, quantity: 1). This report is for one (1) impactor for pfna blade. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 356.823; lot: 2223497; manufacturing site: (B)(4); release to warehouse date: november 29, 2006. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation site: (B)(4). Selected flow: 2. Device interaction/functional. Visual inspection: the complained impactor for pfna-ii blade was received in good but obviously often used condition. The affected pfna-ii blade was not returned for investigation. Functional test: as the affected blade was not returned for investigation a reference implant was used to test the functionality of the impactor. The carried out functional test could not reproduce the reported problem. The complained blade could be locked and unlocked as intended with the impactor in question. Even though the impactor is rather old and often used, it still works as intended. No product fault could be identified. Therefore, this complaint is classified as unconfirmed. We are not able to identify the root cause for the reported problem. No product problem could be identified. As the complained impactor passed the functional test without any problems, no further investigations are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.